Manufacturer narrative:
Device evaluation: the evaluation of the returned heartmate ii lvad did not reveal a device related issue. The pump was returned with the percutaneous lead (lead) cut approximately 7" from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned, secured to their respective pump ports. The pump was exposed to a fixative agent (e.g. Formaldehyde or glutaraldehyde) prior to being returned. The examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies and the examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop and was found to function as intended. The data on the submitted system controller log file showed only routine power source exchanges and pulsatility index events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show that the system operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was readmitted multiple times following the initial admission due to a combination of increased shortness of breath, weight gain, light headedness, increased creatinine level, and frequent fluctuations in pulsatile index. Hemolysis and/or pump thrombus was suspected and the patient was ultimately transplanted on (B)(6) 2014.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented at the hospital with a slight increase in shortness of breath. The patient stated that there were no alarms. A chest x-ray was taken and no change was noted. The labs showed a slight increase in ldh and sedimentation (sed) rate. Additional information was received from the vad coordinator that an echo was taken and showed an enlarged lv. The patient's inr was therapeutic so the hospital staff increased the speed. A follow-up echo showed no change. The patient was admitted into the hospital as his shortness of breath worsened. Although there were no pump alarms and no significant changes in the pump parameters the physicians wanted to evaluate for a possible clot. A cta was taken and did not show an obvious clot. The patient was put on heparin and the physicians still suspect that there may be a clot inside of the pump. It was reported that the pump had a slightly irregular sound, but there were no significant parameter changes (no power elevations, etc.) And no alarms. The patient was discharged with some improvement to his breathing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.